Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing impedance spike and variability and a high rv defibrillation impedance measurement. It was noted that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.